Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
It was reported that when the pa was opening a 25 g x 1 1/2 in. Bd¿ general use sterile hypodermic needle. He found what appeared to be mold on the needle. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
The lot manufacturing records were reviewed and no issues were found. One sample was returned. There is a large clump of polypropylene residue/dust on the shaft of the cannula. Polypropylene is the plastic used to manufacture syringes and needle hubs. The investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 6119570 had 48 visual inspections performed on 2,550 parts with zero defects noted. Cleaning was performed per (B)(4) six times during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends qn review: no notifications were written for this batch, nor for the associated assembly batch. Investigation results: one sample was returned. There is a large clump of polypropylene residue/dust on the shaft of the cannula. Possible root cause: all components and assembled parts are moved through an air vey system. This creates polypropylene residue. If corrective/preventative action not required, provide rationale: one sample of loose, non-fluid path fm in a batch of 1,440,000 is equal to a defect rate of .00007%. Our aql for loose, non-fluid path fm is 1.0%. No CAPA will be initiated at this time.